Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The lead was inserted via the coronary sinus but the physician believed it became stuck as a result of guidewire compatibility. Additionally, high out-of-range pace impedances and high pacing thresholds were observed. The physician used an alternate guidewire but the lead remained difficult to manipulate and the guidewire was damaged upon removal. A competitor guidewire was then used but the placement difficulty persisted. The lead was then removed and an alternate implanted without issue. The attempted lead and guidewires were discarded following the procedure due to a pre-existing infectious disease. No adverse patient effects were reported.